Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for malignant pain. It was reported that the reason for the call was the patient stated that the nurse came to their house today to initiate the flow of medication in the pump and when they did that, they had a lot of trouble getting the equipment to talk to the pump. The patient stated that it took over 10 minutes of waiting and then the handset went to 90% and then stalled out and just sat there. The agent understood that the handset was lagging at 90%. The agent reviewed and walked the patient through clearing the data from the handset. The patient was then able to connect to the pump without any lag. The patient would call back if further assistance was needed. When asked for the event date, the patient stated today was their first time connecting to the new pump with the equipment. When asked for managing health care provider (hcp), the patient provided.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.